Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that he incision had to be lengthened to visualize the broken screw, therefore, it was determined that this case meets the threshold for reporting and is a reportable event.

Event description:
It was reported that during a meta tan removal in (B)(6)-year-old female. When trying to remove the set screw. The notches on the screw broke/ bent and the meta tan driver capture broke off in the screw. There was not a backup device available. The incision had to be lengthened to visualize the broken screw. A competitor backup device was used to be threaded into the lag screw and the screw was removed followed by nail extraction.